Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient reported that they observed the fluid leaking inside the cassette door area after cancelling treatment due to an air detected in cassette message. The patient reported fluid leaking from the cassette onto the cycler. The cause of the leak was unknown. The technical support representative advised the patient¿s nurse to discontinue use of the cycler. Follow up with the patient confirmed the patient did not experience any complications as a result of the event. The patient informed the peritoneal dialysis nurse, and was not prescribed and antibiotics prophylactically. The patient has received the replacement cycler and resumed treatments. Patient is trained in continuous ambulatory peritoneal dialysis and did not report any missed treatments. The patient has discarded the cassette.

Manufacturer narrative:
Complaint sample is not available for evaluation. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months from 02/03/2018 to 05/03/2018; resulting in 4 potential product lots. However, according to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Device history review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
...